Event description:
It was reported during the an upgrade procedure to a cardiac resynchronization therapy pacemaker (crt-p) noise was oversensed on the right atrial (ra) lead and right ventricular (rv) lead, which resulted in pacing inhibition. The patient didn't experience greater than 2 seconds of asystole. Boston scientific technical services (ts) reviewed the electrogram (egm) and indicated the noise was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Ts recommended programming the device to an asynchronous pacing mode, and checking again in 24 hours. This crt-p remains in service. No adverse patient effects were reported.